Event description:
Initial result for a patient hcg was 0.520 miu/ml. When repeated the result was <0.5 miu/ml. The incorrect result was not reported. The analyzer was functioning properly and the issue was attributed to a pre-analytical cause.